Event description:
It was reported that there was a atrial lead warning and the polarization had changed from bipolar to unipolar. It was also reported that the right ventricular had been programmed bipolar where it had previously been unipolar. There were two ventricular episodes with noise due to oversensing and the lead had loss of capture at higher outputs while programmed bipolar. The atrial lead was returned to bipolar setting and has had stable measurement for two follow-ups. The ventricular lead was programmed unipolar. The leads are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.